Event description:
Pt was using discolored tests strips and the color of the test strips were yellow. Pt had been obtaining low readings on their meter. Pt ate after obtaining the low readings. Pt was not cleaning the meter properly and does not use the check strip or control solution on a regular basis.